Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited rate response trend noise and high pace impedance measurements out of range, greater than 2,000 ohms. Technical services (ts) reviewed episodes and noted abrupt increases in pace impedance measurements began to appear three months ago. Ts suggested most likely a spring contact issue, and recommended disabling the respiratory rate sensor. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited rate response trend noise and high pace impedance measurements out of range, greater than 2,000 ohms. Technical services (ts) reviewed episodes and noted abrupt increases in pace impedance measurements began to appear three months ago. Ts suggested most likely a spring contact issue, and recommended disabling the respiratory rate sensor. No adverse patient effects were reported. The device remains in service.